Event description:
It was reported that removal difficulty occurred. A 2.4mm jetstream xc atherectomy device was selected for a superficial femoral artery (sfa) atherectomy procedure. During the procedure, the device was difficult to remove/retract. The procedure was completed successfully. There were no patient complications.